Manufacturer narrative:
Model number/catalog number: sc-8120-50, serial number: (B)(4), batch/lot number: 259006a, model/catalog description: artisan surgical ld 50cm 16 contact lead. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had a staphylococcus infection at the pocket site. Symptoms of pain and burning sensation were noted at the ipg site. The physician confirmed that the infection was not device related and that the cause was unknown. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.